Event description:
It was reported by service report that the customer alleged that the cot would not lower when a patient was on the litter. Evaluation of the unit by the service technician resulted in the alleged issue not being duplicated and it was concluded that the unit was meeting and performing to specifications. There was patient involvement, but no adverse consequences were reported.